Manufacturer narrative:
(B)(4). The complaint of a kinked guide wire was confirmed through the customer provided photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit warns the user "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports difficulty in removing the catheter guide. A curvature is noted on the guide.